Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system did not power on. Upon troubleshooting fse found that the system was without power; assessed the incoming power from the ups located at the rear of the m cabinet, where the expected power levels were confirmed. Fse also revealed that the absence of any leds and the fan tray was not producing power due to a defective power supply. To resolve the issue, fse replaced the fan tray. The defective fan tray was returned to philips for analysis and confirmed malfunction in psu01 and the root cause was identified as a 24v supply issue attributed to a component failure. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not power on. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.